Event description:
While removing the dilator from the patient's body, the hub broke off from the shaft. Both the sheath and dilator were manually removed with no trouble. The patient is "fine."

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.